Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases. Leak test and microscopic analysis were performed which identified: wear abrasion and device no leak. The fill test inspection was performed, the result is: no blockage. Based on the device analysis the final assessment is no leak was observed in the device.

Event description:
Device has been explanted.